Event description:
It was reported, the customer was hospitalized for high blood glucose in (B)(6) 2015. The customer stated their blood glucose reached 1400 mg/dl at the time of admission. Customer was treated with antibiotics for an infection. The customer stated the infection was the cause of their high blood glucose. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.